Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units multiple times during the load process. The customer loaded a new cartridge and tubing successfully and was able to resume insulin delivery. Ther was no impact to the customer's blood glucose level.